Event description:
It was reported that the patient had their device explanted. There was no therapeutic benefit and there was not normal battery depletion. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v244042, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the device, serial # (B)(4), found that the device was functionally okay with no issues when pressing on the device. No significant anomalies were found. Analysis of the lead, lot # v244042, found that a conductor was crushed in the lead body. Continuity was acceptable on all circuits and there were no shorts, no significant anomalies were found.